Event description:
Allegedly the patient was revised due to a failed right hip replacement. She was suffering the following mom complications: high ion levels in the blood, tissue surrounding the implant had become necrotic; she had a pseudotumor involving the abductor muscle; posterior capsule and vastus lateralis (right).